Event description:
It was reported there was high impedance, loss of capture, "ruptured" atrial lead in clavicle/first rib zone (two lead parts separated some centimeters). The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; proximal segment of the atrial lead returned and analyzed.